Event description:
It was reported the programmer was overheating, and the fan was noisy. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the device was left on overnight and there was no overheating message. It was also noted that the system fan was noisy, the screen drops when propped up and the electrocardiogram (ECG) connection was loose.